Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that he had a hernia repair in 2010 and mesh was implanted. The patient experienced infection, drainage, swelling, tenderness. He has been treated with antibiotics on more than one occasion. In (B)(6) 2012 the patient underwent surgery to remove the mesh. Since the removal, patient experiences sexual problems, numbness, and swelling. Additional information has been requested.